Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after using contact lens, experienced discomfort and complains of pain, photophobia and went to the emergency room, was diagnosed with crt (corneal refractive therapy) infiltrated nummular with satellite stromal reaction persists and was being treated with ofloxacin eye drops six times a day, moxifloxacin eye drops six times a day, cyclopentolate two drops three times a day. Symptoms are continuing at the time of this report. Additional information has been requested but not yet available.